Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant.

Event description:
In (B)(6) 2015, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient's pain resolved for the first three days post-op. After starting physical therapy, the patient's symptoms resumed. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the superior implant that was impinging on the nerve root. The surgery was completed without complications. The status of the patient following the revision is not yet known.